Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was last night the patient (pt) attempted to recharge their ins since it was "dead or something" for their controller was not turning on. The pt noted they forgot to recharge their ins for it since "stopped or something." They tried several times and they did not know what to do, they needed to figure out what to do right since it did not work last night. The pt was getting the message battery empty cannot provide stimulation recharge your implanted device. Pt noted they tried to recharge the ins for a while but it did not work. Agent understood the reason for call was the pt started having difficulty recharging their ins since last night. During call pts spouse came onto the line and verified no damage to the rtm or to the controller charging port. Caller reset the controller and when they attempted to recharge the ins they got recharging excellent. The controller was at 60% and the ins battery was low in charge. Caller noted the ins did not charge even thought it was at excellent for they had trouble was off and on. They thought they probably did not have it position right but sometimes the ins would charge until 60% or 80% and not go higher. It had been that way for a long times for it seemed like it was always like that. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.